Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conductecd by the appropriate engineers and technicians are listed below. Visual inspections & results: balloon condition, a)burst b)hole c)c; cam condition, abc)good; desufflation lever condition, abc)good; extension condition, abc)good; inner gasket condition, abc)good; outer gasket condition, abc)good; sleeve condition, abc)good and stopcock condition, ab)open c)closed. Functional tests & results: balloon inflation test, abc)could not insuffl. Analysis conclusion: a) it was concluded that the balloon had burst, making the inst non functional. The inst was rec'd and the complete balloon was separated from the inst and it was not returned. No conclusion could be reached how the balloon had burst. B)it was concluded that the balloon had become punctured, making the inst non functional. The inst was received with 3 small puncture holes in the proximal portion of the balloon. No conclusion could be reached how the balloon had become punctured. C)it was concluded that the balloon had become cut, making the inst non functional. The inst was rec'd with a small slit in the proximal portion of the balloon, which was approx 1/16" in length and no conclusion could be reached how this damage may have occurred. Abc)the 3 hand bulbs that were returned with the inst were all defective and would not function as designed. Note:it was originally reported that 1 inst was being returned, but 3 were rec'd. Abc)each instrument is evaluated during the assembly process to ensure that it functions properly.

Event description:
It was reported the device was used during an unk procedure. It was reported by the affiliate that the balloon bursted. There was no pt consequence.